Manufacturer narrative:
Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-12: product expired. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. Mom is calling on behalf of the customer. The customer is concerned with all test results obtained. The expected fasting blood glucose test result range is 108-120mg/dl. The customer did not report symptoms. Medical attention is reported as a result of the actual blood glucose results. The product is not stored according to specification in the kitchen. The test strip lot manufacturer¿s expiration date is 08/13/2019 (expired) and open vial date is undisclosed. The meter memory was reviewed for previous test result history. (B)(6).